Manufacturer narrative:
Kaz USA, inc. Has requested that the product be returned for testing, but the product has not yet been received.

Event description:
A consumer reported that the unit cracked during use, and this resulted in burns on her leg from the hot water that spilled out of the personal steam inhaler. Medical intervention was sought for her injury. The instructions for proper use have a clear warning that the product should only be used on a flat level surface to avoid spilling water. Kaz USA, inc. Has requested that the product be returned to our company for testing.